Manufacturer narrative:
The suspect battery monitor indicator board was received by the manufacturer for evaluation. Testing found that the would show an error message when attempting 2d image acquisitions. The board would be reporting a low battery voltage condition.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the battery monitor board was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect battery monitor board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the imaging system could not complete any image acquisitions and that the batteries were depleted. Remote desktop showed that a generator error message appeared. No additional information was provided. There was no patient present when this issue was identified.